Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were replaced due to high out of range shock impedances greater than 125 ohms. The device was explanted, and the lead was surgically capped and abandoned. No additional adverse patient effects were reported.